Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had infarcted his rv post-implant and then went into right heart failure and declined, developing multi-system or gan failure. The patient was placed on pressors and labs were monitored. The family withdrew support. The vad coordinator felt there were no issues with the vad. The patient's family did not request an autopsy, therefore, the pump will not be returned to the manufacturer for analysis.